Event description:
Narrative from staff: while doing a lung biopsy in CT, the needle opened was miss packaged by the company. The needle was a bard mission (B)(4) ref (B)(4) lot # 00145884. The introducer was longer than the needle. The introducer was supposed to be 18g 11cm but appears to be 17g x 15cm. The physician didn't notice the packaging error until he attempted to obtain a biopsy and the needle was too short. The exam needed to be restarted. A new needle was opened, and the exam resumed. Narrative from biopsy report: multiple attempts were made to sample this area unsuccessfully. Only some serosanguineous fluid was returned. We were able to aspirate some of this and send for gram stain and culture. At this point, the needle was removed. This was readvanced into the more pleural-based density. Again, multiple attempts to biopsy this were unsuccessful. The needle was removed. At this point, it was noted that the provided introducer was neither 19 gauge nor 10 cm. This was in fact an improperly packaged 17 gauge introducer of a length greater than that of the 20 gauge biopsy gun. A new bard 19/20 gauge 10 cm introducer core biopsy needle system was opened and inspected. The components of this set were found to be of proper caliber and length.